Event description:
On 3/22/94 at 7:45 am rptr noted "cuff burn" on ett. Ett had been inserted during CPR on 3/22/94 at 12:42 am. Ett was a 7.0. Repair kit had been utilized prior to correct situation without result. Pt reintubated with another 7.0 ett without complication.